Event description:
It was reported that externalized conductors were seen under fluoroscopy. All electrical measurements were normal. The lead remains implanted.

Manufacturer narrative:
A partial lead with the connector pin measuring 22.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted.